Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The patient was treated with injections of magnex (1gm, intermittently). The cause of the peritonitis was reported to be constipation. The patient was still recovering from the peritonitis at the time of the report. No additional information is available.